Event description:
It was reported that during a sleeve gastrectomy procedure, the reload cut before stapling, it did fire staples at end of the reload. Firing was on the forth reload of gun. The staple line had to be restapled and reinforced with tisseal glue and lap sutures placed. (B) (6). Patient¿s status is normal, they were discharged from hospital.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that one ecr60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, each reload is inspected with an automated vision system during manufacturing to ensure that the reload meets the required specifications prior to shipment. Event could not be confirmed as the reload was returned fully fired and no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Manufacturer report # 3005099803-2010-02477, 3005099803-2010-02478, 3005099803-2010-02483, 3005099803-2010-02484, and 3005099803-2010-02485 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, roll-off occurred 22 minutes into the ablation. However, post procedure, reddening was observed on the patients thighs at two of the pad locations. The physician was unable to confirm whether the reddening was a burn or skin irritation. The account reported no visible issues to the leveen coaccess electrode or grounding pads. No patient complications resulted from the reported event. Additionally, the reddened areas were not treated.